Manufacturer narrative:
Investigation is currently in progress. A follow up report will be sent when the investigation is complete.

Event description:
Information received indicates the nurse hung new bag of 1mg/1ml morphine for pca while another nurse witnessed programming. After the nurse hit resume, the pump began pumping morphine to pt at a fast rate and 2mg was administered to pt. The pump was shut off, reprogrammed, tested, and appeared to be working.